Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing seen at implant. The lead was replaced in the header and the issue was resolved. The lead remains in use. No patient complications were reported as a result of this event.